Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the condition was the result of a timing anomaly internal to the pacing/sensing integrated circuit.

Event description:
It was reported that during a follow-up, the device indicated eri (elective replacement indicator). An ECG (electrocardiogram) revealed av dissociation. The device was unable to be reprogrammed and it was reported to have malfunctioned. The device was explanted and replaced. No patient complications have been reported as a result of this event.